Event description:
The manufacturer received information alleging a "ventilator inoperative" condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging that a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned to the manufacturer's quality product investigation laboratory for evaluation. The device was evaluated and found no evidence of a malfunction. The devices downloaded event log indicated that the device experienced a ventilator inoperative condition on (B)(4)2019 but does not show any activity on (B)(4)2019, the date of the noted event. The investigation noted that the device software was updated on (B)(4)2019 and that the device was not placed back into service until (B)(4)2020. The investigation team was able to confirm the occurrence of the ventilator inoperative condition with the data stored in the devices downloaded event log. The manufacturer tested the device and was not able to duplicate the issue. At the time of the investigation the device operated to design specifications.